Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured from august 07, 2020 - august 10, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that red marks were observed inside the tubing of a small volume intermate. This was observed prior to patient use. There was no patient involvement. No additional information is available.